Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device was received. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes malfunction event, in which the device was reportedly leaking. There was no known patient involvement; no known patient impact.